Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of an elevated atellica im high sensitivity troponin I (tnih) lot 103 result which was reported to the physician and questioned, since the result did not correspond with clinical picture of the patient. The same sample was retested on an alternate method (non- siemens troponin t). The result was lower (less than the method cutoff) and reported as correct. The interpretation of results section of the atellica im high-sensitivity troponin I (tnih) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reported observation of an elevated atellica im high sensitivity troponin I (tnih) lot 103 result which was reported to the physician and questioned, since the result did not correspond with clinical picture of the patient. The same sample was retested on an alternate method (non- siemens, troponin t). T he result was lower and reported as correct. There is no allegation of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens completed investigation for a customer observation of a discordant elevated result on the atellica im high sensitivity troponin I (tnih) assay with lot 103. The affected sample, gave a troponin I result of 73.9 ng/l (<35 cutoff) with atellica im tnih lot 103 and a troponin result t of 6 ng/l (<14 cutoff) with an alternate method. Siemens's investigation included an assessment of the following: quality control (qc) was in range and no other patients were affected. Return of the patient sample for further investigation is not possible because there is no sample remaining. Based on the available information, the cause of the discordant result is attributed to differences in assay method. Troponin I and troponin t are measuring different parts of the troponin protein complex. Values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The instructions for use (IFU) states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.